Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing pin, and damage to the housing, that was encountered at the edc service center, was confirmed. The heartmate power module (serial number (B)(6)) underwent preventive maintenance, the system monitor connector was replaced, and a missing battery was added. The system booted up as intended and all functional tests passed. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate power module instructions for use warnings & precautions section, states that the unit contains an internal battery which can provide power up to approximately 30 minutes of emergency backup power. It warns that it must be connected prior to initial use and that if the internal battery is not connected, the backup power source will not work. The heartmate power module instructions for use section 3, ¿using the power module¿ and section 6, ¿living with the power module¿ explain how to properly handle the system, including changing power cords and transport. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system came in service center without a battery; and the system monitor connector was missing the main pin.